Manufacturer narrative:
The investigation has determined that quality control results shifted low using a single level of vitros tdm pv fluid and two different levels of non-vitros biorad quality control fluids when tested with vitros vanc reagent on a vitros 5600 integrated system. The most likely assignable cause of the event is user error, as the customer tested samples using a vitros vanc reagent pack whose on-analyzer stability had expired. Acceptable performance was obtained by loading an unopened reagent pack from an alternate vitros vanc reagent lot onto the 5600 integrated system. There was no indication the vitros vanc reagent or the vitros 5600 integrated system had malfunctioned.

Event description:
The customer complained that quality control results shifted low using a single level of vitros tdm pv fluid and two different levels of non-vitros biorad quality control fluids when tested with vitros vanc reagent on a vitros 5600 integrated system. Vitros tdm pv e3176 result of <5.0 ug/ml vs. The expected result of 40.0 ug/ml. Biorad l2 results of <0.5ug/ml vs. The expected result of 18.54 ug/ml. Biorad l3 results of <0.5ug/ml vs. The expected result of 30.42 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient sample results were affected, however, the investigation could not conclude that patient results were not or would not be affected if the event were to recur undetected. There were no allegations of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. Complaint number 1656248/ivd 336702.